Manufacturer narrative:
No additional information could be obtained despite multiple attempts. During an embolization procedure, after having positioned the echelon flex 10 microcatheter into the sac of the aneurysm, the surgeon tried to advance the deltamaxx platinum 18sys 6x25 coil (dmx18062520, lot c11115) into the catheter but was only able to advance it 80% of the way. When trying to extract the impeded coil, it detached from the delivery wire. The procedure was carried out with a new device. No patient adverse consequences have been reported. No patient information or vessel characteristics were provided. No additional information has been provided to date despite multiple attempts. None of the devices used in the procedure were returned for evaluation. Without the return of the devices, the complaint cannot be confirmed and the root cause of the reported failure cannot be established. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action is warranted at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The attempt for gathering additional information surrounding the event and procedure is being conducted thus additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a procedure of embolization, after having positioned the catheter echelon flex 10 into the bag of the aneurysm, the surgeon tried to localize the coil (deltamaxx sr platinum 18sys 6x25) into the echelon flex 10 catheter but only for 80% and the coil not came in. When trying to extract it, the coil broke off. The procedure was carried out with a new device. No patient adverse consequences have been reported. No patient or vessel code details provided. No additional information has been gathered to date despite multiple attempts. The coil did not break off as reported, but was still attached to the device positioning unit (dpu) via the detachment fiber. The coil was returned entangled, stretched, and completely unsheathed. The proximal section of the coil was stretched. The distal section was undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been damaged with the edges raised above the surface plane. The locking mechanism has compression and stretching damage. If as reported that only eighty percent of the coil could be advanced into the catheter and ¿broke off¿ during extraction, then the most likely contributing factor to the field complaint occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which produced a portion of the coil damage and prevented the coil from advancing into the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the echelon 10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. Furthermore, it was found that the microcoil system was returned completely unsheathed. The evidence strongly suggests that the coil was retracted with the green introducer proximal to the rhv which would have caused the coil to become temporarily anchored on the adjustable rubber gasket and stretch. If this occurred then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: pulling the exposed microcoil through the rhv grommet may damage the coil. The reported event was not confirmed, since the coil was returned without any fracture. However, the coil was found attached via the fiber. Also, other damages were found that could not be explained, since not further information was provided. It is possible that interaction between the coil and catheter may have contributed to the event, but without the returned of the catheter the event could not be confirmed. A review of the manufacturing documentation associated with this coil lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, based on the foregoing analysis, no corrective action is warranted at this time.

Event description:
During a procedure of embolization, after having positioned the catheter echelon flex 10 into the bag of the aneurysm, the surgeon tried to localize the coil (deltamaxx sr platinum 18sys 6x25) into the catheter but only for 80% and the coil not came in. When trying to extract it, the coil broke off. The procedure was carried out with a new device. No patient adverse consequences have been reported. No patient or vessel code details provided. No additional information has been gathered to date despite multiple attempts.